Event description:
Medline rigid suction canister, exploded in the operating room during a surgical case. Sending debris all over anesthesia machine, personnel, walls and ceilings. Thursday prior to this date, a canister imploded in the operating room, but did not send debris all over the room, the top just caved in. In (B)(6) we also had a canister implode, the company was notified and we sent a picture and information to medline. We removed the lot we had and replaced with a new lot, but the problem has continued until this past friday, when the canister exploded during a surgical case.